Event description:
It was reported that during a rotator cuff repair, the metal tip of the driver broke off and remains in the patient. According to the reporter, initially, the first anchor broke because the patient¿s bone quality was hard. The surgeon could not remove the first broken piece of anchor, so he impacted it further in the bone tunnel. In the same hole, the surgeon implanted a screw. When the screw was flush with bone; on the last turn of the screw, the metal tip of the driver broke off inside the cannulation of the screw. The depth of the screw was fully seated. The surgeon was able to complete the surgery with the same screw to tie down the cuff. Patient's demographics (date of birth & weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Directions for use states; in hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.